Manufacturer narrative:
Date of event is estimated. Date of implant is unknown. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs 3186 octrode lead, model: unknown, UDI: unknown, serial: unknown, batch: unknown. During processing of this incident, attempts were made to obtain complete device information but additional information was unavailable. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
It was reported that lead diagnostics indicated a lead had high impedances on contacts 9-16. Surgical intervention was undertaken wherein the lead was explanted and replaced. Therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.